Event description:
(B)(4). This is a supplement to my original report. I have now had to have a hysterectomy to have the device removed because it was leaching nickel into my body and caused serious endometriosis.